Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) transfer sets had cover cap that "fell off" the tube before opening the package. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: two (2) actual samples were received for evaluation. A visual inspection was performed and noted loose blue caps inside each unopened pouch. The reported issue was verified. The direct cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.